Manufacturer narrative:
Literature article attached to MDR. Hua-wei, ye et al (august, 2014) comparison between solitaire ab and enterprise stent-assisted coiling for intracranial aneurysms, experimental and therapeutic medicine 10: 145-153, 2015. Concomitant medications: all subjects with unruptured or non-acute ruptured aneurysm had been treated with dual anti-platelet therapy (75mg clopidogrel and 100mg aspirin daily) for 5 days prior to procedure. Post procedure, 75mg clopidogrel was administered for 6 months and daily administration of 100mg aspiring was required for one year. No additional information regarding patient, treatment or device was available. Concomitant products: concomitant devices included terumo 6-french sheath, envoy 6 french guide catheter, 0.014 inch transend or synchro microguidewire, and microplex, gdc, or axium coils. Complaint conclusion: in the literature article ¿comparison between solitaire ab and enterprise stent-assisted coiling for intracranial aneurysms¿ by hua-wei, ye et. Al., experimental and therapeutic medicine 10: 145-153, 2015, it was reported that during stent assisted coil embolization of a left ophthalmic internal carotid artery (ica) aneurysm, a patient experienced stent stenosis of an unspecified enterprise stent. The aneurysm was initially treated successfully with the enterprise stent-assisted coiling; however, after the 12-month follow-up period, angiography revealed a stenosis in the proximal supraclinoid segment ica. No treatment was reported. The aim of the study was to analyze the feasibility, rate of procedure related complications and midterm angiographic follow up outcomes using the enterprise (ep) and solitaire¿ ab (st) stents in the stent assisted coiling of intracranial aneurysms. In total, 81 patients with 90 aneurysms were included in the study between january 2010 and january 2012, with the aim to treat 43 aneurysms with the ep stent (47.8%) and 47 aneurysms with the st stent (52.2%). The 90 aneurysms were successfully stented and subsequently coiled. Of the 43 aneurysms intended to be treated by sac using ep stents, 39 (90.7%) were successfully stented and coiled. The devices were not available for analysis. In addition, the lot numbers were not available; therefore a review of the manufacturing documentation could not be performed. The device was implanted and not available for analysis. In addition, the lot number was not available; therefore, a review of manufacturing documentation could not be performed. Stent stenosis is a known procedural complication during use of the enterprise stent and are listed in the instructions for use as such. The root cause of the events cannot be determined based on the available information. Patient/vessel characteristics may have contributed to the stenosis. There is no evidence that the events were related to a manufacturing issue; therefore, no corrective actions will be taken at this time.

Event description:
In the literature article ¿comparison between solitaire ab and enterprise stent-assisted coiling for intracranial aneurysms¿ by hua-wei, ye et. Al., experimental and therapeutic medicine 10: 145-153, 2015, it was reported that during stent assisted coil embolization of a left ophthalmic internal carotid artery (ica) aneurysm, a patient experienced stent stenosis of an unspecified enterprise stent. The aneurysm was initially treated successfully with the enterprise stent-assisted coiling; however, after the 12-month follow-up period, angiography revealed a stenosis in the proximal supraclinoid segment ica. No treatment was reported. The aim of the study was to analyze the feasibility, rate of procedure related complications and midterm angiographic follow up outcomes using the enterprise (ep) and solitaire¿ ab (st) stents in the stent assisted coiling of intracranial aneurysms. In total, 81 patients with 90 aneurysms were included in the study between (B)(6) 2010 and (B)(6) 2012, with the aim to treat 43 aneurysms with the ep stent (47.8%) and 47 aneurysms with the st stent (52.2%). The 90 aneurysms were successfully stented and subsequently coiled. Of the 43 aneurysms intended to be treated by sac using ep stents, 39 (90.7%) were successfully stented and coiled.